Manufacturer narrative:
Analysis of returned device identified that this product should not have been reported on because there were no alleged deficiencies with the product .

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the elective replacement indicator (eri) message was triggered. Surgical intervention may take place to address the issue